Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent occlusion occurred. A taxus express2 drug eluting stent was deployed in the patient's left anterior descending (lad) artery. Approximately two years post the initial stent implant, the patient developed chest pain during a rotator cuff surgery. It was discovered that stent had "clogged up" and the patient had to have additional treatment, including a catheterization and "be on medication for the rest of his life".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.